Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This follow-up report is also being filed to correct information. Medical product - biomet impact femoral stem, catalog #: ni, lot#: ni; unknown femoral head, catalog #: ni, lot #: ni; unknown acetabular cup catalog #: ni lot #: ni.

Event description:
It was reported that patient underwent a right hip revision procedure due to poly wear. During the procedure, the femoral head, acetabular cup and liner were removed and replaced. A competitor cup and liner were used to complete the procedure

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, date implanted - implanted in 1995, initial reporter - ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
A patient who underwent a right total hip arthroplasty approximately 21 years ago has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a left hip revision procedure due to poly wear. During the procedure, the femoral head, acetabular cup and liner were removed and replaced. A competitor cup and liner were used to complete the procedure.